Event description:
(B)(4). Reason for original complaint ¿ patient was revised to address hip pain. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right hip). Update (B)(4) 2011 - litigation papers received. They allege patient had high concentrations of metallic elements in her blood. There is no new additional information that would affect the investigation. Update (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to a grossly loose acetabular cup, wear and discoloration of the taper, a small amount of cloudy fluid, a significant corrosion of the stem. The femoral stem and femoral sleeve are being added to the complaint. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.